Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Pump passed the dat test at 0.08670 inches. Unit received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level of 540 mg/dl and diabetic ketoacidosis. Blood glucose level at the time of the call was 133 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. Troubleshooting was not performed, customer requested a replacement insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.